Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Magnet strength was adjusted, the use of moleskin was advised and the recipient's issues have resolved. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced skin breakdown. The recipient was advised to discontinue device use.